Manufacturer narrative:
A memory download was reviewed by engineering and discussed. The device has no resets. It appears to have taken an inaccurate battery charge time measurement that indicated a bol setting. The device should have approximately 3 years remaining longevity as reported on the programmer. One factor that may have contributed to this inaccurate reading is the number of atr mode switches the device has had. There are over 160,000 of them. These can cause invalid charge time measurement in the device. Invalid charge time measurements may cause the programmer to command a battery charge time measurement at initial interrogation during the follow up visit. The programmer may have run a battery charge time measurement and misread the result as 0 which is bol. It may want to be considered to interrogate the device again in a few days to see if the gas gauge indicates a more appropriate reading. The device remains implanted. Should additional information become available this event will be updated.

Event description:
Approximately 9 months later the device was removed and replaced with a competitor's device. The explanted device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.

Event description:
Boston scientific received information that this pacemaker had exhibited abnormal variations in the battery status and remaining longevity, from 1.5 years longevity remaining 2 years ago to 2.5 years longevity remaining in (B)(6) 2009. On (B)(6), 2010 the battery status revealed 100% with 3 years longevity remaining a boston scientific technical service consultant was contacted and discussed device implant duration and possible causes for variations, current bin effect, potential effects from auto capture and retry. A save to disk and memory download was recommended and performed. No adverse patient effects were reported.